Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and had dislodged. It was also noted the right ventricular (rv) lead exhibited high thresholds and experienced a micro dislodgement. The ra lead was explanted and replaced, and the rv lead w as repositioned and remains in use. No patient complications have been reported as a result of this event.